Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed, no root cause can be determined as the sample was not retuned for evaluation. A batch review determined no manufacturing issues with this batch.

Event description:
A nurse reported to baxter (B)(4) that a very small crack was noticed in the minicap during use. There was patient involvement, but no injury or medical intervention was reported.